Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) pacing leads were extracted due to the patient's chronic pain. New leads were implanted and connected to the original pacemaker. No additional adverse patient effects were reported. The explanted leads were not returned.